Event description:
Information received by medtronic indicated that the customer reported the minimed mobile app was unresponsive. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. It is unknown whether the customer will continue to use the device or not. The device will not be returned for product analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported issue was made using iphone 13 with os 13.3 and we were unable to reproduce the issue. Simplera app 1.3.1 was launched successfully with no issues the software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirements specifications (B)(4). After investigation and based on the feedback received from the customer that the simplera app is accessible and working completely fine now , the most likely cause of the issue might be intermittent carelink outage which caused the app to become unavailable for the customer to use. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: ""check if the phone is connected to wifi force close and relaunch the app or delete and re-install the app and launch it"" medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.